Event description:
A other health care professional reported that during an intraocular lens (iol) implant procedure, the lens was placed in the patients eye and the surgeon visualized a foreign material on the lens. The material was removed from the lens with the forceps. The iol was left in the eye and the procedure completed. No harm to the patient.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Company device was not returned for analysis. Only the reported foreign material was returned. Sample container with unknown liquid and unknown material inside was received. Material was sent for further analysis (see attached report). Microscopic examination showed a piece of clear material approximately 1.5mm in length. The clear material was then isolated and analyzed. Comparison of the material¿s generated ir spectra to a library of spectra finds the best match to be company cartridge base coat. This is the interior material of the company delivery system nozzle. Viscoelastic was not provided. It is unknown if a qualified product was used. We are unable to determine the root cause for the reported complaint "foreign material on iol, removed foreign material, remains implanted" as company device was not returned for analysis. The reported foreign material was returned. The returned foreign material was found the best match to be company cartridge base coat. This is the interior material of the nozzle. No determination can be made without physical evaluation of the company device for damage. It is unknown if the nozzle of the company device was damaged during the delivery of the lens. Viscoelastic was not provided. It is unknown if a qualified product was used. During implantation of the company iol, an company qualified ovd should be used. The use of an unqualified ovd may cause damage to the lens and potential complications during the implantation process. Note: once the lens is in position at the pause location on the nozzle, the lens should be implanted within 1 minute. The manufacturer internal reference number is: (B)(4).